Event description:
It was reported by the sales rep that during a laparoscopic esophagectomy, the clip did not come out at the 2nd firing although the trigger could be grasped. The device functioned properly at the 1st firing. The device was used around the esophagus. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Advancer bypass the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, the clips did not fully advance into the jaws and formed four pear-shaped clips and it was noted that the advancer bypass towards the tissue stop causing the short fed on the clips. In addition, the device locked out as intended but the orange indicator did not show up. Please note the indicator wheel failure is not related to the reported event. A possible cause of the failure reported by the customer is the advancer bypass found during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.